Manufacturer narrative:
The customer¿s report of an underinfusion due to a rate change was not confirmed in the pcu event log. The rate changes captured in the event log were made based upon key presses made by a user of the device during programming changes. There were no rates of 3ml/hr. As was reported by the customer. The pcu event log shows pump module s/n 14319777 was programmed to infuse oxytocin induction 30unit/500ml (drugid 163) at a rate of 2ml/hr with a vtbi of 30ml at 1:00 am on 08 february 2019 and ran at various rates (4ml/hr, 6ml/hr, 8ml/hr, 10ml/hr, 12ml/hr, 14ml/hr, 16ml/hr, 18ml/hr and 20ml/hr), however none at 3ml/hr, until 1:45 pm when the device was channeled off. The volume recorded as being infused during this period was 192.705ml. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the reported underinfusion due to an unintended rate change was not identified.

Event description:
The customer reported that a pitocin infusion (30u/500ml) was programmed at a rate of 8 milliunits/min at 1200am however approximately between 0330 and 0430, the rn noticed that the pitocin rate was at 3milliunits/min. There was no report of the device powering down or alarms noted. It was reported that there was no device alarms noted. There was no report of harm however patient received less than the intended dose.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a pitocin infusion (30u/500ml) was programmed at a rate of 8 milliunits/min at 1200am however approximately between 0330 and 0430, the rn noticed that the pitocin rate was at 3milliunits/min. There was no report of the device powering down or alarms noted. It was reported that there was no device alarms noted. There was no report of harm however patient received less than the intended dose.